Event description:
Procedure type: urological/gynecological. According to the reporter: the patient underwent a procedure for treatment of pelvic organ prolapse. Allegedly, the patient experienced pain, injury and has undergone corrective surgeries.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report for (B)(4) for a "pelvitex."